Event description:
The customer contact reported device breakage; subsequently, a leak of a chemotherapeutic agent was noted. At an unspecific time, the option-lok male adapter of tubing set was connected to the clave y-site of the primary tubing set for delivery of an unspecified concentration of taxol. The primary tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the patient notified the nurse that solution was leaking onto their hand. It was reported that the nurse noted the option-lok male adapter of the tubing set broke off into the clave y-site and an unspecified volume of solution leaked. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. No further medical interventions were reported. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. (B) (4). (B) (4).